Event description:
The user facility reported that a large amount of steam emitted when the door to their 48" platform sterilizer was opened following a completed cycle. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 48" platform sterilizer and found that the vacuum pump was not turning on. As the vacuum pump was not turning on, this allowed steam to remain in the chamber and not fully exhaust. The technician reset the vacuum pump and proactively replaced the s2 valve, tested the function and operation of the device and confirmed it to be operating to specifications. The 48" platform sterilizer was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.